Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged from 50-73 mg/dl. Customer address low bgs by consuming carbohydrates. Reportedly, the customer did not hear the pump alerts due to being partially deaf. Customer declined to further troubleshot with tandem technical support.